Event description:
On (B)(6) 2012, the patient reportedly had symptom of feeling shaky at church. The patient's wife/reporter indicated his blood glucose was not checked at the time of concern. The patient was given glucose tablets and was feeling fine. There was no hcp medical intervention required. The reporter was unsure the subject pump was working and questioned the insulin remaining calculation. Based on the information provided, the animas representative concluded there was nothing wrong with the remaining insulin calculation. There was no pump malfunction associated with the alleged event. This complaint is being reported because the patient allegedly had symptoms suggestive of hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: . No functional defects found with pump. Daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. The black box contained no alarms or indications of pump malfunctions for the date of the alleged hypoglycemic incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).